Manufacturer narrative:
This event is the first of two events involving the same ventilator. After the first occurrence the reported problem was not reproduced and no part was replaced. The ventilator was returned to service. The received device logs confirm the reported event and the fault could be traced back to (B)(6). Therefore the ¿date of event¿ will be adjusted to (B)(6) 2017. Our conclusion is that the problem remained latent and was not resolved. The problem was solved after the second event when the air gas module was replaced. The investigation results and evaluation codes for this event are therefore reported in the MFR report #: 8010042-2017-00290 (B)(4).

Event description:
(B)(4).

Event description:
The ventilator's logs that were received contained low oxygen concentration alarms. There was no patient harm reported. Manufacturer reference#:(B)(4).